Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, manufacturing instructions and quality control was conducted during the investigation. The sheath and fitting were returned to assist in the investigation. According to specifications, the flaring must be between 6.5 and 7.2mm, and by use of a french scale it is found to be between 6.3 and 6.7mm. Consequently, it is assumed that the flare has been manufactured according to specs, and that excessive pulling caused the hub to separate from the sheath and thereby the flare to become asymmetric. The instructions for use states, "excessive force should not be used to retrieve the filter."

Event description:
During a filter retrieval procedure, the plastic hub separated from sheath. The device broke off, but not in the patient. The procedure was completed, but the sheath was replaced quickly due to a large amount of blood flow. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a filter retrieval procedure, the plastic hub separated from sheath. The device broke off, but not in the patient. The procedure was completed, but the sheath was replaced quickly due to a large amount of blood flow. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.